Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: the customer reported an unspecified issue with the abbott diabetes care (adc) device. The customer was unable to self-administer insulin due to a "broken freestyle libre 3 plus sensor" and felt unwell. The customer reported experiencing a medical event where the customer was admitted to the hospital for euglycemic diabetic ketoacidosis (dka) due to missing an insulin dose and used sodium-glucose cotransporter 2 inhibitors (sglt2i). Adc customer service was unable to contact the customer to gain additional details regarding this event as no contact details were provided. There was no report of death or permanent impairment associated with this event.